Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings: during investigation, the black box evidence showed a short battery life with drastic 10 count voltage drop. The returned battery cap was undamaged and able to fit securely. The pump powered up correctly the sleep current readings were above specification. The "short battery life" issue was duplicated. The pump's cover was removed and the sleep current returned to specification after unplugging the continuous glucose monitor flex from the printed circuit board. Unrelated to the original complaint, the battery compartment was found to be cracked/ there was also moisture corrosion found to the continuous glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.